Event description:
The patient had experienced coughing and vomiting with the CT-190g dialyzer. Customer could not recall any further incident detail and did not retain lot specific information or incident date(s). No additional information provided.